Event description:
Family member with osa(obstructive sleep apnea) received replacement recertified dreamstation CPAP unit (B)(6) 2022. Has had normal cbc(complete blood count) previously. Four months after receiving different unit, he developed erythrocytosis felt to be secondary due to osa. Has been having issues with pressure regulation and dry inflamed oral mucus membranes in spite of several adjustments to the machine and hose replacement .the dme company checked the unit but felt the machine was functioning properly. The previous unit did not cause any of these symptoms. Also he has not been able to be compliant with usage because of what's been going on.